Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.50/1.5/180 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Reportedly, initial and exchange lens were implanted vertically.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).